Event description:
The tabs on the locking screws broke on insertion. The threaded portion of the screw remains in the patient's bone. Surgery was delayed approximately 5 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.